Event description:
Additional information received from the manufacturer representative indicated the date of symptom onset, if there was a device issue, and cause of the wound not healing were unknown. As far as the representative knew, only visual diagnostics were performed. The last time the representative saw the patient, the patient was still struggling with the issue. It was unclear if putting a drain in helped to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen (550 mcg/ml at a dose of 114) via an implanted pump. The drug lot number of the baclofen and the other medications the patient was receiving at the time of the event was unknown / not available. The indication for pump use was intractable spasticity and cerebral palsy. The patient's medical history was not available. The patient's pocket hadn't healed/was not healing. No diagnostic tests/troubleshooting was performed. Surgical intervention occurred. A drain was put in. It was reported that the catheter was cut during the procedure to clean out the wound and they had to reconnect. The issue was not resolved at the time of the report. The patient status was reported as "alive - with injury", the injury was noted to be "pocket hasn't healed yet". No further information was available at the time of the report. Additional information was requested regarding the onset / date of event, diagnostic tests performed including results, cause of event, and action(s) taken to resolve the event. A supplemental report will be sent if additional information becomes available.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: pump. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Analysis of the catheter, model# 8780, serial # (B)(4), found a catheter body user related hole (12cm from pin connector). A kink was also seen near the anchor. The kink would occlude during pressure testing when the catheter was bent to a narrow radius. Conclusion code was updated. Device code (B)(4) no longer applies to the event.

Manufacturer narrative:
Other applicable components are: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: pump. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump and catheter had to be removed due to the pump pocket not healing. It was unknown if the pump and catheter were to be replaced. No diagnostics or troubleshooting were performed. The issue was considered to be resolved at the time of report. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.